Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
During device preparation procedure, it was noted, that the pacemaker was found in backup mode. The pacemaker was not used. There was no patient involved.